Event description:
During an incident in 2001 involving a female patinet complaining of shortness of breath and racng heart rate, this defibrillator, using 3m red dot/monitoring only electrodes displayed "check electrodes" on the screen and a 10s strip showed sinus tach. While the crew obtained information from the patient, the defibrillator powered off. The emt powered the defibrillator back on and it still displayed "check electrodes" on the screen. The pads and cable were checked and confirmed attached. Another 10s (10 second) strip showed sinus tach. Medics arrived and took over patient care. The patient was alert and conscious.at the station, the incident mcm report stated "mcm empty". The defibrillator passed the self-test and when hooked to the captain, seemed to work fine.